Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago, based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg no longer holds its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.